Event description:
It was reported that during device change out for normal battery depletion, the MDR rv lead had pacing impedances less than 200 ohms. Since the revision, there was a lead safety switch due to the out of range low impedances that changed from bipolar to unipolar configuration. There were also observations of decreased thresholds and sensing. The patient experienced shortness of breath when the device changed to unipolar configuration. It was discussed to program unipolar permanently or program bipolar with the safety switch programmed off. The lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).